Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-14311, reference MFR report: 1627487-2012-14313. It was reported, the pt experienced a sudden electric shock through her entire body. The pt was sleeping at the time and her stimulation was turned off. This was an isolated incident and the stimulator has been working fine with effective coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.